Manufacturer narrative:
The patient's previous driveline infections were reported under MFR #'s 2916596-2019-03322, 2916596-2019-03323, 2916596-2019-03324, 2916596-2019-03325, 2916596-2019-03326, 2916596-2019-03553, 2916596-2019-03554, 2916596-2019-03556, 2916596-2019-03557, 2916596-2019-03559. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was readmitted for driveline infection on (B)(6) 2019. Patient presented with a fever of 101.3 f, fatigue, shortness of breath and generalized weakness which stated contributed to a fall at home, but patient denied losing consciousness. Patient was admitted for infectious workup and noted to have chronic abdominal abscess and positive pseudomonas infection cultures for blood and drive line drainage. Patient denied chest pain, shortness of breath, headache, dizziness, lightheadedness, visual disturbances, urinary signs, and urinary symptoms,. Patient to be admitted due to lvad status and need for further infectious workup and management. Patient currently in house being treating for ongoing driveline infection. No further or additional information was provided.